Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe experienced a needle broken off of the syringe. The following information was provided by the initial reporter: consumer reported, needle and needle shield was not on 1 syringe in the bag, (parts loose in bag) stated, he did not stick himself with the exposed needle stated, he could not re-attach the needle shield because the threading inside the needle shield, was damaged.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-apr-2023 h6: investigation summary customer returned three 1ml 30ga 8mm syringes in an open poly bag from lot# 2031514. It was reported by the customer that needle and shield was not syringe in the bag. Customer could not re attach the needle shield because threading insider the shield was damaged. The returned syringes were visually inspected and observed no issues with any kind of issues that customer reported. Therefore, embecta was not able to confirm the customer indicated failure. A review of the device history record was completed for batch# 2031514. All inspections were performed per the applicable operations qc specifications. Root cause cannot be determined as the issue is unconfirmed. See h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe experienced a needle broken off of the syringe. The following information was provided by the initial reporter: consumer reported, needle and needle shield was not on 1 syringe in the bag, (parts loose in bag). Stated, he did not stick himself with the exposed needle. Stated, he could not re-attach the needle shield because the threading inside the needle shield, was damaged.